Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, the patient had non-sustained ventricular tachycardias requiring no shock broke with lidocaine push. Magnesium and potassium hemolyzed on last draw. There were no other labs hemolyzed and urine output is yellow. Later, the patient had ongoing arrhythmias requiring defibrillation. Additionally, the patient had gastrointestinal bleed. Patient was not on anticoagulants and received two packed red blood cells and one fresh frozen plasma. Care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.